Event description:
It was reported by the patient that the device had shifted into her arm pit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the pacemaker has slipped 'more towards my armpit' approximately two months after the device was implanted. The patient also reported that they were getting 'weakness in their left arm' and 'sensation' in their palm. The patient also reported that the doctor said they had lesions from lower blood flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the clinic that the symptoms were not related to the device and that the patient did not present with lesions from lower blood flow.